Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the clinical sales representative (csr) reported that activation has been interrupted with error c-34 on the erbe generator. Prior to calling the csr, the site has replaced the instrument and cautery cable with no change. The error c-34 was confirmed in logs. Technical service engineer (tse) walked the csr through power cycle of the erbe generator with no change. The bipolar was functioning and customer was proceeding with case using an ft10 generator for monopolar and erbe generator for bipolar. The customer called back and wanted to connect external generator to the system. Tse advised the customer only a force triad can be connected. The customer looked around and finally found one and connected it to system. The customer only has the si energy activation cable and tse advise the customer that cord will not work with the xi. Fse to follow up. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: csr was not there upon powering on the system and staff did not report any errors upon turning on the system. Error occurred once while trying to use energy. The procedure was completed robotically with a third-party generator.

Manufacturer narrative:
Based on the claim against the product by the customer noting activation interruption due to c-34 error on the erbe generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu reported failure was confirmed and reproduced. The erbe generator was placed on an in-house system and was run in normal mode. The erbe generator will be repaired. The complaint regarding interrupted c-34 error on the erbe generator was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause was attributed to a component failure.